Event description:
The reporter states that he obtained a 97 mg/dl and 357 mg/dl blood glucose comparison on the accu-chek advantage meter within 10 minutes. No reported actions taken based on the blood glucose comparison. No adverse event reported. New system sent to customer and return requested. The reporter states that he discarded the accu-chek comfort curve test strips.